Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the corrosion malfunction: cause traced to a degradation problem identified; expected or random component failure without any design or manufacturing issue. The foreign objects were likely from contamination of the device by environmental foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During the inspection of the bronchovideoscope, the s-cylinder had corrosion, and the channel mount unit and tube had foreign objects found. There was no patient involvement.